Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: (B)(4). Claim# 709900. Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +8.50/+3.50/90 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with an equivalent lens (different diopter) due to loss of bcva. The problem was resolved. As of report submission date, the lens has not yet been returned.